Event description:
A trilogy 100 was returned to the third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in clinical use. During the evaluation of the device at the third-party service center, the device failed the act exh purge valve closed at 29.98cmh2o test step during testing. The device's active exhalation control module needs replaced to address the issue.